Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's nurse reported via phone call that the patient was hospitalized for a high blood glucose exceeding 600 mg/dl and diabetic ketoacidosis. The patient experienced vomiting, nausea, and weakness. He was in the ICU and treated with manual insulin injections. Troubleshooting was initiated for the insulin pump and no apparent anomalies were noted. However, the infusion set cannula appeared a little bent. The insulin pump was not returned for analysis.